Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement.

Manufacturer narrative:
The customer reported complaint that "the autopulse platform (sn 32615) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was not confirmed during the archive data or functional testing. During the investigation, a load cell characterization test was performed and confirmed both load cell modules were functioning within the specification. The autopulse platform functioned as intended, and no device malfunction was found. Visual inspection of the returned platform was performed, and no physical damage was observed. The archive data indicated (ua) 02 (compression tracking error) and fault code 13 (battery fault), unrelated to the reported complaint. The autopulse platform passed the functional testing with no error or fault. (Ua) 07 was not reproduced. A load cell characterization test confirmed that both cell modules function within the specification. The (ua) 02 and fault code 13 observed in the archive were also not reproduced. Fault code 13 is usually cause by inserting a battery that was interrupted during a charge cycle. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 indicates that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position or if the lifeband is opened during active operation. The recommended actions for this user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per autopulse user advisory list, fault code 13 is an indication that the battery is depleted or faulty and the battery needs to be replaced and placed into the multi-chemistry charger. Following service, the platform passed the load cell characterization check. The autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.